Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in right eye at 1 week post op. Date of surgery (B)(6) 2015. No flap rinse done. Best corrected visual acuity (bcva): pre-op 20/20 both eyes, postop 20/20- right and 20/20+ left. Patient was seen on (B)(6) 2015: postop bcva affected eye(s) 20/20 right and 20/20 left. Surgeon reported that interface clear, haze in flap edge no infiltrates.